Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision of broken femoral stem on mrh knee.

Manufacturer narrative:
An event regarding revision surgery due to femoral stem fracture involving a ti dur reg fluted stem17x155mm was reported. The event was confirmed by x-ray. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: extensive use of bone cement to fill major bone defects has caused osteolysis at the femoral implant-bone interface leading to loss of bone support for the femoral mrh device with fatigue accumulation in the stem extender and ultimately fracture at the weakest spot. Conclusions: medical review of the provided medical records and x-rays by a clinical consultant indicated: extensive use of bone cement to fill major bone defects has caused osteolysis at the femoral implant-bone interface leading to loss of bone support for the femoral mrh device with fatigue accumulation in the stem extender and ultimately fracture at the weakest spot. Further information such as product return and evaluation, additional x-rays as well as additional patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of broken femoral stem on mrh knee.